Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert triggered due to lead having high impedance. Noise was seen with pocket manipulation close to the device interface. A non-sustained ventricular tachycardia was recorded. The lead was capped and replaced. No patient complications have been reported as a result of the event.